Event description:
A healthcare facility in (B)(6) reported that an mr850 respiratory humidifier was not displaying the correct temperature. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The mr850 respiratory humidifier components are currently en route to fisher & paykel healthcare for inspection. We will provide a f/u report upon completion of our investigation.